Manufacturer narrative:
(B)(4). Initial reporter state - qc.

Event description:
It was reported that signal loss over one hour occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.